Event description:
During review of programming history, high impedance was seen during a system diagnostics on (B)(6) 2010. A previous system diagnostic on (B)(6) 2010 and a later system diagnostic on (B)(6) 2010 are within normal limits. The device was not programmed off. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.